Event description:
It was reported that (4) devices were used during an unknown procedure. It was reported by the affiliate that the (2) new er320's malfunctioned as well as (2) that were resterilized.